Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The video connector socket was found worn out and was causing the image to flicker. Additionally, there was damaged noted on the led power indicator. The life expectancy of the batter had expired ¿ the wrong time was displayed. There were multiple failures of the printed circuit boards which were also contributing to the image issues. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out video connector socket and faulty printed circuit boards could not be identified. Olympus will continue to monitor field performance for this device.